Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the catheter was occluded and a revision was done. Per the reporter the catheter was either kinked or occluded. The catheter was replaced with an 8780 ascenda catheter. It was not known if there was any diagnostic testing or troubleshooting performed.the patient experienced increased spasticity. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver gablofen. Additional information later reported the location of the kink was not established. No further action have been taken or would be done. The patient has recovered and was receiving good therapeutic effect, spasticity was well managed.